Event description:
Caller reported a cgm error and confirmed the pump did not come out of storage mode. Technical support provided information for resetting the pump and guided the caller through the procedure. After the reset, the cgm error did not reoccur. There was no adverse impact to the customer's blood glucose level.